Event description:
It was reported that during 'prior to use testing', a physician found a tracheal tube's cuff to be "broken". There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report that the cuff won't inflate was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.